Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within seconds: 1. 450 mg/dl and 110 mg/dl 2. 435 mg/dl and 110 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips and replacement was sent.